Event description:
The user facility reported via user facility medwatch report # mw5148599 that the one way valve to their scope buddy plus endoscope flushing aid is not operating properly and allowing water to pass through to the detergent bottle. No report of injury.

Manufacturer narrative:
The investigation into the reported event is in process; a follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The device subject of the event was returned to medivators for evaluation and found to be operating properly. The reported event could not be duplicated. The scope buddy plus endoscope flushing aid is used during the manual cleaning process. All endoscopes flushed by the scope buddy plus endoscope flushing aid must be subsequently high-level disinfected prior to use in patient procedures. The scope buddy plus endoscope flushing aid operator manual states, "scope buddy plus endoscope flushing aid is designed to facilitate the flushing of rinse water, air and medivators or steris detergent solutions through the channels of flexible, immersible endoscopes during the manual cleaning process of endoscope reprocessing and prior to high-level disinfection or sterilization. After flushing with the scope buddy plus endoscope flushing aid, the endoscope must be high-level disinfected by an approved automated endoscope reprocessor (aer) or manually, according to endoscope manufacturer guidelines, prior to use on a patient. This device is not an endoscope washer/disinfector (reprocessor) and does not bear labeling claims for direct cleaning efficacy or high-level disinfection efficacy for endoscope reprocessing. Scope buddy plus endoscope flushing aid does not replace an automated endoscope reprocessor (aer)." The user facility received a replacement unit. No additional issues have been reported.